Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The shorter than expected longevity condition was verified, but no high current drain conditions were confirmed. Anomalies in the weekly battery voltage plot were noted to correspond with failed attempts of carelink (home monitoring) to connect with the device. However, this could not be conclusively shown to have caused the early battery depletion. And without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was replaced due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.